Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had no delivery and was damaged. The customer¿s blood glucose level was 22 mmol/l. The customer states hat she had no delivery about every month and also said there is a crack at the front from reservoir to the front window. The customer was advised the pump will need to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test and rewind test. No excessive no delivery alarm noted. Insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.